Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the power board as a precaution to address the ln vent errors on the ventilator.

Event description:
The customer reported that the ventilator is giving a reset alarm (ln vent). The customer also reported that there was no patient involvement or harm.